Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Not recommended for patients who are: experiencing skin irritation or breakdown at the site." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient experienced leak while using purewick female external catheter. Representative did troubleshooting on the purewick urine collection system and advised on wick adjustment and placement. It was noted that the patient had been using purewick products for less than 90 days. Per follow up via phone on (B)(6) 2021, customer stated that leaks occured from the purewick female external catheter even though they try hard to position it correctly (pr ID (B)(4)). It was also reported that the purewick female external catheter hurts the customer's vagina when in place which caused raw and uncomfortable (pr ID (B)(4)). During the day customer did not use the purewick so they use creams to heal and soothe the rawness. Customer was not certain about the creams, but they had nystatin for a different reason and believed that they were using it for this reason. Customer was unaware of speaking with a physician for this reason and had stopped using the system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the patient experienced leak while using purewick female external catheter. The representative did troubleshooting on the purewick urine collection system and advised on wick adjustment and placement. It was noted that the patient had been using purewick products for less than 90 days. Per follow up via phone on (B)(6) 2021, customer stated that leaks occurred from the purewick female external catheter even though they try hard to position it correctly. It was also reported that the purewick female external catheter hurts the customer's vagina when in place which caused rawness and made the customer uncomfortable. During the day customer did not use the purewick so they used creams to heal and soothe the rawness. Customer was not certain about the creams, but they had nystatin for a different reason and believed that they were using it for the rawness. Customer was unaware of speaking with a physician for this reason and had stopped using the system.